Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on the device¿s surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 4 - 8 o'clock positions of the tip. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above mentioned factors contributed to this failure. Due to an increasing trend in the number of this reported failure, a supplier CAPA has investigated this failure. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA was monitored for its effectiveness and the complaint rate was below threshold, therefore initial training and awareness training was effective. Also it was reported that the electrode sparked outside of the joint space. The IFU states: ¿ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution (e.g., saline or ringer¿s lactate). The use of rf energy with inadequate irrigation may overheat the fluid enough to cause skin burns at or near the access site and may result in damage to the electrode tip assembly.¿ one possible root cause is that the electrode being activated while not surrounded by solution caused the defect. A batch review was not conducted as the batch number is unknown. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) see report for product information received. Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a hip repair that the customer's vapr s90 electrode was sparking both inside and outside of the patient's joint space. The surgeon completed the procedure with no patient consequences or delays. The sales rep reported that there was no burns or debris seen. The sales rep reported that the vapr iii generator was set to default, the neptune was used for suction, and that the device was not reprocessed. The sales rep could not say how long the device was on before it began to spark or if it was buried to deep in tissue.